Manufacturer narrative:
(B)(4). Use after expiration, indication for use (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use (IFU), states: note the product use by date specified on the package. Additionally, it should be noted that the IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported device expiration issue appears to be related to the use error.

Event description:
It was reported that on (B)(6) 2016 the 3.5 x 19 mm graftmaster stent implant was used for treatment of critical ischemia in the left anterior tibial. The critical ischemia developed after a stenting procedure that took place 24 hours before this event occurred. Following placement of the graftmaster stent the radiographic result was excellent. It was determined post-procedure that the graftmaster stent was used after its expiration date of 11/2015. There was no allegation of a device issue during use of the graftmaster stent delivery system. No adverse patient effects were reported. No additional information was provided.